Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that after the stent was deployed the physician deflated the balloon and attempted to withdraw it. It became stuck in the sheath.

Manufacturer narrative:
Corrected a.2. And a.3.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Analysis: the v12 covered stent delivery system was not provided for evaluation. The details indicate that the physician had a difficult time removing the balloon back through the introducer sheath. The physician also mentioned that 40 seconds were allowed for the balloon to fully deflate. The case was an endovascular aneurismal repair that utilized the v12 to extend the legs of the endograft into the iliac arteries. Based on this information it is possible that the balloon had ruptured during the procedure on the leg of the endograft during the advanta v12 stent deployment. This cannot be confirmed however without the actual device used in the case. It also possible that the sheath used in the case was damaged during the procedure depending on how many other devices were passed through the sheath. This would make withdrawal of the deflated balloon back through the introducer sheath more difficult. In some cases if all the contrast has not been evacuated from the balloon prior to withdrawal through the sheath, upon withdrawal the remaining fluid gets pushed into the distal balloon cone creating a plug that prevents the balloon from coming back through the sheath. This cannot be confirmed without the actual product used in the case. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty. It is possible that the balloon was either damaged preventing the balloon from fully deflated prior to withdrawing back into the introducer sheath. It is also possible that the sheath had been damaged by one of the other devices that may have been passed through the introducer sheath. During design verification testing multiple advanta v12 covered stents are passed through a 7fr introducer sheath that has been placed through an anatomical model to demonstrate simulated use. During the many design verifications that have been performed over the years there has never been an instance where the deflated balloon could not be withdrawn back through the introducer sheath.